Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell one. The patient was connected at the time of the alarm. The patient stated that the supply bag was disconnected and there was a loose connection. The patient removed all the bags and start over with new supplies. The renal therapy service agent reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.